Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to the fisher & paykel healthcare (fph) service center in (B)(4), where it was inspected by a trained fph service engineer. The fascia and valve system (excluding manometer) of the complaint device was subsequently returned to fph (B)(4) for visual inspection. A known good manometer was also fitted to the complaint valve system and performance tested as per the neopuff technical manual. Results: visual inspection revealed that the gas inlet port of the subject neopuff was broken. The valve system passed the performance test. Conclusion: it is most likely that the physical damage to the neopuff was caused by some sort of impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. We note that the subject neopuff device is approximately 12 years old. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The subject neopuff was repaired at our france service center and returned to the customer after passing the performance checks specified in the neopuff technical manual.

Event description:
A healthcare facility in france reported that the peep (positive end expiratory pressure) of an rd900 neopuff infant resuscitator did not work. Service was requested. There was no reported patient involvement.